Manufacturer narrative:
H10: multiple attempts have been made on 28nov2023, 05dec2023, and 12dec2023 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that the unit does not have enough flow. The device was in use on a patient at the time the reported issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their v60 did not have enough flow. The customer also reported that the patient was harmed while the issue occurred. The department attempted to troubleshoot the issue, but knowledge was limited. The rse then advised the customer to take the unit off the patient and wait for the biomed to perform a performance verification test (pvt). Repair is pending.